Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that the surgeon was made aware, post op, of the broken distractor. The patient underwent revision surgery to have the product removed and replaced and patient is doing fine. No other information is known at this time.

Manufacturer narrative:
The reported event that a plate of the distractor was fractured could be confirmed based on the provided picture. The device under complaint was not returned to stryker freiburg for investigation, because it was discarded by surgical facility. Therefore, physical inspections could not be performed. This report is based on provided information and picture only. The event was discussed with the relevant r&d department. As stated in the related instruction for use the pediatric mandibular distractor 2 is indicated to correct congenital or post traumatic defects in the body and ramus of the mandible of neonates and children up to 4 years old. In accordance to the provided information the patient was 13 years old at the time of surgery. Therefore, the root cause of the reported failure mode was attributed to an off-label use. Indications for a design, material or manufacturing related issue could not be found in the investigation. H3: device unavailable for return.

Event description:
It was reported by the company representative that the surgeon was made aware, post op, of the broken distractor. The patient underwent revision surgery to have the product removed and replaced and patient is doing fine. No other information is known at this time.